Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to double counting. Review of the episode showed the signal amplitude was very low. The patient was laying on their left side at the time of the event. Technical services discussed attempting to recreate the oversensing in clinic to assess other sensing vectors. Additionally, an x-ray to assess system location was also discussed. No adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. This report will be updated should further information become available.